Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist remoted in and found that the error message indicated the item could not be issued because the quantity was 0. The customer needed to change the quantity from 0 to the number intended to pull. Once the customer entered the correct value, the users were able to issue the medication. The customer skipped the issue after countback as no medication was currently needed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer reported cabinet had not allowed them to issue an item because the medication showed a quantity of 0.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.